Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. The patient was placed on dual antiplatelet therapy (dapt) medication. At the 45 day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus on the face of the closure device. Procedural imaging and 45-day follow up imaging was reviewed, and the closure device met release criteria and continues to be well seated. Patient was removed from dapt and placed on a oral anticoagulant (oac), and a follow up tee was scheduled. The patient was discharged home.

Manufacturer narrative:
Event date is estimated to be 45 days after the procedure date.